Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a burning smell from the device after being connected to a power adapter. During preventative maintenance at the user facility, the device was connected to a power adapter and the device was powered on. It was reported the device quickly shut down. It was unspecified if the device alarmed prior to the power loss. The customer contact reported the device then would not power on a burning smell was noted from the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information provided.